Manufacturer narrative:
This device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: dr suttor was called in to assist the set 2 regi after he reportedly had problems getting the guidewire to pass through the recon looking option on the anterior femoral nail. Dr suttor tried to pass the wire and found the proximal wire was skiving anterior and the distal wire was skiving posterior. He checked the connection screw was tight with the nail and could not see any other reason why it would be doing this. Surgeon estimates the patients aesthetic time was extended by 90 minutes. It was noted that the patient in the end had a suitable outcome in regards to the internal fixation. This report is on the insertion handle. This is 1 of 5 reports for (B)(4).